Event description:
It was reported that the iab was inserted on 6/27/2005 via a sheath in the left femoral artery. Approx. 65 hours later, blood was noted in the helium tubing and the pump was experiencing kinked catheter alarms. The iab was removed. A re-insertion was not required as the pt was stable.

Event description:
The iab was inserted in 2005 via a sheath in the left femoral artery. Approx. 65 hours later, blood was noted in the helium tubing and the pump was experiencing kinked catheter alarms. The iab was removed. A ae-insertion was not required as the pt waa stable.